Manufacturer narrative:
Reliability analysis inspected two opened/used partial enlite sensors. Unable to confirm the insertion anomaly due to the customer not returning the insertion needles. Unable to confirm the adhesive anomaly due to opened/used sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had one sensor that broke in the serter and one that would not stay on. Blood glucose level at the time of the incident was 220 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.